Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital due to an unrelated issue. Device interrogation revealed an out of range, low pacing impedance on the left ventricular lead. The lead was programmed to a different vector. The patient&#38112;condition was stable and would continue to be monitored.